Event description:
Caller reported the display is defective. There is a black mark on the display of the pump; the legibility of the display is not affected. No adverse event was reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.